Event description:
Reporting status: malfunction. Reporting rationale: guide wire core separation has caused or contributed to patient injury previously. Device issue: guide wire core separation. It was reported that the bmw universal guide wire was easily positioned in the distal portion of the vessel. After stenting the lesion, an attempt was made to remove the guide wire, but the distal portion stretched for about 4 cm and could not be removed. By advancing the guide catheter deeper and using force the guide wire was able to be removed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. For the guide wire to fail due to torsional overload, some portion of the wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the vessel. The guide wire may have been torqued after it was trapped in the vessel and force was used to free the guide wire as reported in the case description. Without the device to examine, a thorough analysis cannot be performed, and no determination can be made to the root cause of the reported discrepancy.